Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 2.2 caused the station not to power on. A field service engineer inspected all row board cables and found them in good condition. The controller board and row board cable were replaced as a precaution since the cable had not been replaced previously. Customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on down and power off. There were no adverse events or injuries reported based on this event.